Event description:
There was an event reported where the customer's touchscreen on the device was cracked and unresponsive, making the screen appear broken and black. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.